Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. During the deployment, despite the lab staff instruction to do so, the physician did not retract the j segment prior to removal. Hemostasis was achieved within five minutes and a sterile dressing was applied. Upon removal, however, it was noted that the j segment was missing. A fluoroscopy was performed and the physician stated that the j segment was seen in the pt's tissue at the right femoral site. The pt returned to the hosp in 2000 for repeat exam of the right femoral site. None of the reports show a foreign body in the pt. No further complications were reported.